Event description:
Reporting status: serious injury/medical intervention, reporting rationale: shaft separation requiring medical intervention, device issue: shaft separation; it was reported that after pre-dilatation of the lesion, the stent was deployed and implanted successfully without consequences. After the balloon was deflated, an attempt was made to withdraw the stent delivery system (sds); however, resistance was encountered. It was very difficult to withdraw the sds, and after 15 mins of trying to remove it, the shaft became separated. The proximal end was withdrawn and the distal end had to be removed with a snare device. There were no consequences to the patient. No add'l event or patient info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient info and patient status from the hospital, field contact or distributor. Quality assurance analysis revealed that sds was returned with blood and contrast visible in the inflation lumen, the guide wire lumen, and the balloon. The balloon was loosely folded. The shaft was separated 7.2 cm proximal from the guide wire exit notch. The separated shaft material was jagged and torn. The inner and outer members were smashed 7.5 cm distal to the guide wire exit notch for a length of 1.5 mm. There was no other damage noted to the sds. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system. It was reported that after a heavily calcified lesion was pre-dilated, a vision stent was implanted. However, after deflating the balloon resistance was encountered during the attempt to withdraw the sds and subsequently the shaft separated. After the proximal end of the shaft was removed, a snare device was used to retrieve the distal end. Analysis of the sds noted blood and contrast visible in the inflation lumen, guide wire lumen and the loosely folded balloon. This is consistent with the reported info that the device was prepared for use and inserted into the body. It was confirmed that the shaft was separated and the material was found jagged and torn at the separation. Sem analysis results agreed that the shaft was separated at the joint due to tearing/stretching. This suggests that the separation may be related to tensile overload ( material stress/fatigue) during removal of the sds against resistance. It is likely that the heavily calcified lesion contributed to the event. In addition, the inner and outer members were smashed 7.5 cm distal to the guide wire exit notch. This may have occurred during the procedure/retrieval of the shaft, as no damage was reported during the inspection prior to use. In this case, there are no indications of a product quality problem with the rx vision. The reported difficulties appear to be related to the operational context of the device. This MDR is considered closed by the product performance group.